Event description:
Wife of home pt reports pt line of homechoice set was not priming completely. Hp was able to complete treatment after restarting with new supplies. Per spouse, there was no pt injury or medical intervention as a result of incident.